Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes sensing ano maly, loss of telemetry and intermittent magnet response. The device was pacing in vvi mode while it should have been in the ddd mode.